Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having nasal/throat irritation or soreness. The reporter also alleged that the device will not turn on but when the device is turn on, it takes a while and shows error. There was no report of serious patient harm or injury. The device was returned and evaluated by a third party service center. The internal part of the device was inspected visually and found no evidence of visible foam degradation. The device's event logs were downloaded, reviewed and there was 1 error code present. The device has been scrapped.